Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), two cook fusion omni-tome pre-loaded sphincterotomes were used. The cutting wire orientation of the first sphincterotome was reported to be in the 7 o'clock position when it was just outside the bridge [elevator] of the duodenoscope. The sphincterotome was brought back [out of the endoscope] and reinserted [back into the endoscope] one more time with the same result. They took a new fs-omni-35 and they inserted the tip of the sphincterotome through the fusion wirelock. The cutting wire orientation was exactly the same - at the 7 o'clock position. Again the sphincterotome was brought back and manipulation of the tip made it point in a little better position. Due to manipulation with the duodenoscope the procedure succeeded anyway. See mdrs 1037905-2013-00120 and 1037905-2013-00121. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory visual evaluation found it is reasonable to suggest that the condition of the tip of the returned sphincterotome could have contributed to the reported event. The functional evaluation of the product detected no defect with the product. However, the report is confirmed as the actual use conditions could not be exactly duplicated in the laboratory setting. During the visual analysis it was noted that the catheter tip and cutting wire was intact. The distal tip of the sphincterotome was twisted and presented an s-shaped appearance. It was also noted that the tip of the sphincterotome at the proximal end appeared straightened. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12:00 o'clock. The device was then bowed and the cutting wire remained facing 12:00 o'clock. (Appropriate orientation is approximately 11:00 - 1:00 o'clock). The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progressing of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note" do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: correction action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.